Manufacturer narrative:
The device has been requested from customer to send back to natus medical for investigation. When additional information becomes available, a supplemental report will be submitted.

Event description:
Natus medical received a complaint on (B)(6) that their cool cap device presented a problem with the quality. The customer reported no death, patient harm or serious injury.